Event description:
A customer reported encountering a tandem mobi cartridge alarm during the cartridge load process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove the cartridge and deliver a bolus, which completed successfully. The customer was unable to reload the original cartridge but was assisted by technical support in loading a new one, allowing the resumption of insulin therapy. The issue was resolved, and the customer requested a replacement due to the cartridge alarm.